Event description:
A malfunction was reported by the customer, specifically malfunction code 9. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided assistance by guiding the customer through resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact support if the malfunction reoccurs, which the customer understood.